Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 9-dec-2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue. Fse could not find any leakage anywhere, qc run was in range. The customer ran over 140 samples, no problems reported. No leaks observed. Fse suspects the drain line was restricted, resulting in waste back up in the analyzer. The customer calibrated and ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The g8 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was drain line was restricted.

Event description:
On (B)(6) 2015, a customer reported leak from inside analyzer, left side, pooling on tray with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.